Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. All available information indicates that the pacemaker remains in service.